Manufacturer narrative:
(B)(4).

Event description:
It was reported, patient was unable to adjust stimulation. It was noted the screen remained blank and unit may have been dropped. It was later reported patient visited her physician regarding the event. The device was reprogrammed successfully. The patient's implanted neurostimulator battery was located in her back. It was noted patient had surgery to fix the problem and was no longer having issues with her device. The recharger was replaced and patient can now recharge successfully. Additional information was requested and will be provided when it becomes available.